Event description:
Info was received that reported a pt was hospitalized on (B) (6) 2010 due to an incident of hyperglycemia. Per the rptr, the pt had been dealing with high blood glucose for 24 hours prior to the hospitalization. She was brought to the hosp and admitted with a diagnosis of diabetic ketoacidosis. She was treated with insulin and IV fluids. The device will be returned for eval, to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
(B) (4). The device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is complete.